Event description:
No additional information provided.

Manufacturer narrative:
DHR/bhr review lot#4109451. The products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective sample and photo have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakaged. The patient was admitted to the hospital on (B)(6) due to posterior circulation ischemia, with clear consciousness and poor spirit, and was given symptomatic treatment of activating blood circulation and removing blood stasis and microcirculation by doctor's instruction, and was given intravenous infusion using a closed intravenous needle on (B)(6), and was examined to check that the packaging of the needle was intact without breakage, and was found that there was extravasation of medication along the tip of the infusion needle and the skin was swollen after completion of the infusion, and the needle was then immediately removed, and was given iodine povidic disinfection, and was given magnesium sulfate as a topical compress in accordance with the doctor's instruction, and the patient was instructed to the patient was advised to elevate the upper limbs and prohibited from applying pressure. The patient's swelling symptoms improved significantly after about 2 hours.